Event description:
Upon receipt of the recall packet the customer notified the firm that they had a delaminated mattress.

Manufacturer narrative:
Upon review of the pictures of the mattress sent from the customer the urethane cover bubbled at the head end of the mattress exposing the inside of the top cover of the mattress. A new mattress was sent out to the customer on (B)(4) 2014. This problem has been assigned to CAPA #(B)(4), and a follow-up report will be submitted upon completion of the corrective action.